Event description:
The patient reported communication issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.